Event description:
In early 2009, opened stone retrieval basket and it did not work properly. The tech fiddled with the product and got it to work. Placed product in the patient, and it no longer worked.